Manufacturer narrative:
Conclusion - communication cable was installed on the bed and the bed was returned to service.

Event description:
It was reported by service report that the communication cord was missing. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.